Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6)2025, that on 12/18/2024, the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6)2024, it was reported by the parent that the patient experienced a skin reaction which occurred on an unspecified number of days after the sensor had been inserted in the abdomen. The patient developed bumps and redness under the sensor patch. Prior to sensor insertion the patient did not cleanse the skin. On an unspecified date, the parent took the patient to the emergency department (ed) and the patient was prescribed an oral antibiotic medication (bactrim, unspecified dosage). The parent declined to answer further questions as she could not remember the details. At the time of report, the patient was doing well.